Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 37612, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2024, product type implantable neurostimulator product ID 3708695 serial# (B)(6), explanted: (B)(6) 2024, product type extension product ID 3708695, serial# (B)(6), explanted: (B)(6) 2024, product type extension product ID 3389-40 lot# 0209711267, explanted: (B)(6) 2024, product type lead product ID 3389-40 lot# 0209700147, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device infection. The germ was already known/found intraoperatively in 2021. Total material explant in the context of recurrent staphylococcus capitis infections. Bi-therapy medication was administered. The event also resulted in hospitalization. The issue was ongoing.

Event description:
Additional information was received: it was reported that the issue had resolved on may 06, 2024.

Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: 2024-03-06 product type implantable neurostimulator product ID 3708695 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type extension product ID 3708695 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type extension product ID 3389-40 lot# 0209711267 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2024 8product type lead product ID 3389-40 lot# 0209700147 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID :37612; lot#serial#: (B)(6); implanted: on (B)(6) 2023; explanted: on (B)(6) 2024; product type: implantable neurostimulator; product ID: 3708695; lot#serial#: (B)(6); implanted: on (B)(6) 2015; explanted: on (B)(6) 2024; product type: extension; product ID: 3708695; lot#serial#: (B)(6); implanted: on (B)(6) 2015; explanted: on (B)(6) 2024; product type: extension; product ID: 3389-40; lot#: 0209711267; implanted: on (B)(6) 2015; explanted: on (B)(6) 2024; product type: lead; product ID: 3389-40; lot#: 0209700147; implanted: on (B)(6) 2015; explanted: on (B)(6) 2024; product type: lead; d10: implant dates of concomitant products provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.